Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and pigment dispersion. Lens remains implanted. Cause of the event was reported as device. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined that the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- health effect- clinical code 4581: pigment dispersion. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5- per updated information the lens was exchanged for a shorter length lens and the problem resolved. Correction: g4- premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. Claim # (B)(4).